Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A rotablator rotalink plus and rotawire were returned. The rotawire was found separated into two pieces. Visual and microscopic inspection were done on the advancer, handshake connections, sheath, coil, and burr. There was blood in the sheath, with the sheath torn and detached 23cm from the strain relief. Majority of the coil was stretched and bunched and was broken at the torn sheath 23cm from the strain relief. The annulus of the burr was damaged and not rounded. The rotablator rotalink plus device was connected to the rotablator control console system and functional testing was performed. There were no abnormal noises or leaks, as the device did not run; so it wasn¿t able to get any speed. As the advancer was dismantled, a corroded turbine and melted ultem were found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08689.it was reported that the burr became stuck in the vessel, a rotawire fracture occurred and the coil portion of the burr pierced the physician's finger.vascular access was obtained via the iliac bifurcation utilizing a contralateral approach. The more than 90% stenosed target lesion was located in the tortuous and severely calcified anterior tibial artery. A 1.75mm peripheral rotalink® plus and peripheral rotawire¿ were selected for use. During ablation, the burr catheter became stuck in the vessel momentarily and built up a torque from where the catheter was being advanced. Consequently, the rotawire broke from the inside and came out from sheath of the catheter. Then, the coil portion of the rotablator catheter pierced the physician's finger at about a centimeter and a half. The burr and rotawire were removed entirely from the sheath and patient's body. The physician was fine and there were no interventions performed or required. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.